Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd integra¿ syringes with detachable needle had foreign matter in their needles. The following information was provided by the initial reporter: residue in several of the needles.

Manufacturer narrative:
H6: investigation summary it was reported that product has residue. To aid in the investigation, one box containing one hundred 3ml integra syringes in sealed packaging blisters were provided to our quality team for investigation. Based on the information provided, the residue is likely silicone lubricant used in both the needle and syringe manufacturing processes. Of the one hundred syringes received, six were observed to have a slight accumulation of silicone on the needle. The samples were sent to the needle supplier for additional investigation. A visual inspection was performed with a 10x magnifier lens and then with a 30x microscope. The needles show droplets of lubricant. A lubricant layer is added to the needle to make a smooth injection. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the product, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. One sample had a piece of loose dust-like foreign matter inside the packaging. The sample was submitted for fourier-transform infrared spectroscopy (ftir) analysis. Based on the results, the foreign matter is likely the top or bottom web material from machine rollers that was inadvertently introduced into the packaging. The foreign matter inside the unit package condition is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 1295232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 7 bd integra¿ syringes with detachable needle had foreign matter in their needles. The following information was provided by the initial reporter: "residue in several of the needles".